Event description:
It was reported that on july 10th, 2024, during a salpingectomy- oophorectomy, the physician started to take seals around the tube and then ovary. Trinity device seemed to seal fine at first but seconds later the physician noticed severe bleeding starting to happen around the ovarian artery. Staff could not confirm if the seal line broke. The surgeon attempted to seal multiple times using the trinity, but the bleeding continued, and they had to switch to ligasure and was able to control the bleeding. The procedure was completed using ligasure.

Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported and a definitive root cause for the reported event could not be determined. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.